Event description:
It was reported during a da vinci-assisted procedure the endoscope had issues with 3d imaging. The surgeon elected to convert to open surgery. There was no reported patient injury. The isi technical support engineer (tse) was able to view sl0415 logs but unable to view sl0413 due to logs not being available at the time of the call. Review of logs for system sl0415 showed endoscope s/n sf1907132 faulted with left/right eye video loss 45310 and 45311 errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse spoke to the or manager who confirmed this event occurred on system sl0415 and that the endoscope was having issues. The fse went onsite and installed endoscope sf1907132; it was confirmed the endoscope was causing errors 45310 and 45311. The fse tried a different endoscope with no problems experienced. The system was tested and verified as ready for use. Isi received the endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported event. The endoscope did not have an image in the right eye. The endoscope was scrapped as it could not be repaired. There was no light in one or both hirose fiber cables.